Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system on (B)(6) 2005. It was reported that he was without stimulation and unable to locate the ipg via the charging system. In addition, the pt alleges that the programmer does not correctly indicate the charge level for his ipg. In an effort to resolve this matter, a replacement charging system was shipped to the pt. F/u on the pt found that he is now receiving stimulation; however, the discrepancy related to the ipg charge level persists. A consultation has been scheduled for further interrogation of the pt's scs system. This report is being submitted as a precautionary measure as similarly reported events have led to the explant of the ipg.